Event description:
It was reported that during replacement of the implantable cardioverter defibrillator (ICD) device the right ventricular (rv) lead was tested and the current obtained was suspect of an apparent rv lead fracture. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.